Event description:
Per the clinic, the patient experienced pain, bleeding, wound dehiscence, and skin breakdown following head trauma on (B)(6) 2024. The patient was treated with topical antibiotics twice daily for 2 weeks and oral antibiotics twice daily for 1 week. Device extrusion was noted on (B)(6) 2024 and the area was oversewn. The patient subsequently developed headaches, and the implant site became crusted and leaking. The attempt to oversew the area was unsuccessful, resulting in re-exposure of the implant leading to the decision to explant the device. Subsequently, the device was explanted on (B)(6) 2024 under general anesthesia. The patient was reimplanted with another cochlear device on (B)(6) 2025.

Event description:
Per the clinic, the patient experienced wound dehiscence following a head trauma on (B)(6) 2024. Subsequently, the device had extruded and the device was explanted on (B)(6) 2024.